Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: the black box shows time and date resetting to default following a power on rest. Total daily dose history shows multiple instances of date returning to default change. Daily insulin delivery totals appear inconsistent due to time/date issue. The pump passed delivery accuracy test and found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was admitted on (B)(6) 2013 with a blood glucose (bg) of 22mg/dl. The patient was treated with IV glucose. The patient stated that they knew nothing about the pump and has not made any changes to the pump in 5 years. The healthcare professional (hcp) would like the patient to be retrained as well as pump being checked to make sure it is functioning properly. The reporter stated that the patient was sedated and unable to troubleshoot pump at this time. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.